Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). The initial MDR was submitted in error. This submission is a duplicate to manufacturer report number 6000001-2011-02426.

Event description:
During baxter's review of the event history for another report, it was discovered that failure code 808:02 occurred during infusion, which caused an interruption during delivery. There is no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is 6.13.92, categorized as remediated.